Event description:
Consumer complaint of e-5 test strip error/ very high blood glucose result (higher than 600 mg/dl). Expected blood glucose results not verified. Consumer does not feel well but did not describe symptoms; appears to be irritated and anxious. Medical intervention required when consumer was admitted to hosp within the past two weeks due to loss consciousness. Medication was administered at hosp in order to control high or low blood sugar. Consumer was placed on medication to manage diabetes. Back to back blood test not able to be performed since e-5 appears immediately when the test strip inserted into the meter test port. Consumer unable to test blood glucose due to e-5. Test strips were already replaced for customer on (B)(6) 2014 due to e-5 complaint. Verified storage of test strips is within specification and kept in closed original vial. Test strip lot MFR's expiration date is 10/29/217 and open vial date is today; (B)(6) 2015. Results from meter memory not recalled. Based on the customer being hospitalized the complaint is reportable.

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.